Event description:
It was reported that during a follow-up, atrial pacing lead impedance decrease and lead noise was observed. The patient will be followed at another hospital. There are no adverse consequences reported for the patient.

Manufacturer narrative:
(B)(4).